Manufacturer narrative:
No evaluation conducted to date pending product return.

Event description:
It was reported that both anchors deployed successfully but when the surgeon pulled the ultrabrade suture to secure the repair both because undone and thrown out of the menisci. The complete unit was remove nothing stayed behind in the patient. Another 2 units was used. The menisci was repaired successfully.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.